Manufacturer narrative:
Was updated to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2018 reported that the device failure was a motor stall. The cause of the motor stall was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies and instead (B)(4) applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2018-jan-02 reported the cause of the spasms was due to a pump failure. It was noted that the spasms have been resolved. The patient's weight was (B)(6). No further complications were reported/anticipated.

Event description:
Information was received from a user facility regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the neurosurgeon thought the baclofen pump may be defective as the patient was experiencing increased upper and lower extremity spasms. The old pump was explanted and the new pump was placed. The event date was (B)(6) 2017.